Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite tapered certain prevail implant (xiitp4313) was returned for investigation. Visual inspection of the returned product identified signs of use within the external threads of the implant. The internal hex and collar of the implant were found to be in good condition. Visual and dimensional comparison of the implant with the drawing specifications verified that the implant was consistent with design. The implant was located at tooth #7 (universal) and the implant was implanted in the patient's mouth for approximately 1 month. No x-ray images were provided for the reported complaint. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: warnings, potential adverse events. As per the applicable IFU, under section: potential adverse events, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, and implant breakage are potential adverse events associated with the use of dental implants. Complainant reported that the patient returned for several post-operative appointments and swelling, infection and bone loss. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp- (B)(4). Weight :unknown.

Event description:
It was reported that the patient suffered infection and bone loss. The implant was subsequently removed.